Manufacturer narrative:
(B)(4). We received one used, completely filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected at the sample. The white clamp and the wing cap was not handover by the customer. The lla-cone of the patient connector was close with a red closing cone. After opening the top cap and removing the closing cone, we did not detect any solution (liquid) or crystallized drug residues at the filling port (lli-cone). Furthermore, we detected no air bubble inside the triangle tube. Further on, we detected residues of the solution (liquid) at the lla-cone of the patient connector. In addition, a functional test respectively a leak test was carried out. After opening the red closing cone and waiting for a while the pump did not work (solution was not running). Then the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. Statement: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. As received condition, no clamp clip is observed and wing cap has been replaced with red closing cone. Big top cap is opened and discofix cap is removed. Detected crystallized residue at cap valve. Additionally, detected crystallized residue at male luer lock. No other deviation is observed. Analysis: red closing cone is removed. No flow is observed. Complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). Immediately observed flow of solution. R it can be concluded that the complaint sample is not working due to blockage at glass tube. Corrective measures has been initiated and are documented under cap (B)(4). Justification: justified. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): blocked.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.